Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was returned to endologix for evaluation. Endologix received one afx2 bifurcated stent graft for the purpose of evaluation. The aforementioned item was received within a clear biohazard bag in a clear tube, both of which were further enclosed within a protective box. Upon receipt, the device exhibited the presence of blood and tissue residue. To ensure compliance with standard protocols, the devices underwent decontamination. Following a limited evaluation of the returned device, the stent graft material was subjected to a visual inspection. There did not appear to be any deterioration of the graft material other than the damage that seemed to be caused by the explanting of the device. Regrettably, due to the poor condition of the graft, we were unable to identify any holes or tears. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 9.2 mmc, the type 3b endoleak and surgical conversion are confirmed. This is consistent with the reported adverse event/incident. It is unclear if the addition of the non endologix proximal extension after implantation of the main body contributed to the reported event. It is also unclear if the hole in the graft was explant damage vs a type 3b endoleak. The clinical assessment also determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. The most likely causation of this event is anatomy related. There was concomitant product usage of a non-endologix excluder cuff (off label). This did not appear to contribute to the reported event. It is unclear if the addition of the non endologix proximal extension after implantation of the bifurcated stent graft contributed to the reported event. It is also unclear if the hole in the graft was explant damage vs a type 3b endoleak. Procedure related harms for this complaint could not be determined. The final patient status after the surgical conversion was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem has been updated b6: relevant tests and lab data has been updated d9: device available for eval? And date received has been updated g3: awareness date has been updated h3: device evaluated by mfg has been updated h3: device ret to mfg for eval has been updated h6: health effect - impact code has been updated h6: medical device problem codes; remove 4065 h6: investigation type codes; remove 4117.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed. Additional information: an angiogram was recently performed; however, there was no apparent endoleak observed. The physician elected to not perform any further intervention at this time. During this exam, it was confirmed that a part of the catheter was left inside the patient's body from between the afx bifurcation to the femoral artery. This is most likely from the initial procedure. Imaging was not made available to endologix to confirm this. An open repair surgery is scheduled on an unknown date in february 2023. This event was previously reported under MDR # 2031527-2023-00011. An internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. The open surgery (explant) was performed on 08 february 2023. During this surgery, the type 3b endoleak was confirmed to be coming from the afx bifurcated stent graft. Both the afx bifurcated stent graft and the excluder (non-endologix) stent were explanted and an aortic replacement was performed. The re-intervention was successfully completed and the patient status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 9.2 mm is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. The most likely causation of this event is anatomy related. There was concomitant product usage of a non-endologix excluder cuff (off label). This did not appear to contribute to the reported event. Procedure related harms for this complaint could not be determined. The final patient status was reported as currently being monitored while an intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Please remove from your complaint system as there was no device failure this is no longer considered a complaint.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed. Additional information: an angiogram was recently performed; however, there was no apparent endoleak observed. The physician elected to not perform any further intervention at this time. During this exam, it was confirmed that a part of the catheter was left inside the patient's body from between the afx bifurcation to the femoral artery. This is most likely from the initial procedure. Imaging was not made available to endologix to confirm this. An open repair surgery is scheduled on an unknown date in february 2023. A separate report will submitted for this event. An internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.